Manufacturer narrative:
Product complaint # (B)(4). Device evaluated by manufactured: corrected. Visual examination of the returned device found the rod had fractured. An analysis was performed to investigate the fracture. The fracture exhibit two surface morphologies, a smooth and a grainy/rough region along with progression lines that are indicative of fatigue failure. No material or manufacturing irregularities were found. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the fracture of the rod intraoperatively could not be determined. However, fracture analysis of the rod suggests rod failed due to fatigue failure. No material or manufacturing irregularities were found. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the experienced senior surgeon have his 3. Rodbreake - further info will come.